Manufacturer narrative:
Three samples have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "about six" exactamix 2000 ml eva tpn bags were leaking from the ¿brown port¿. The reporter stated that the port did not appear to be sealed correctly. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) devices were received for evaluation; 1 actual sample and 2 unopened companion samples. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed a leak from the spike port cap of 1 actual and 1 companion sample. The reported condition was verified. The cause of the reported condition on those samples were determined to be a manufacturing issue. This issue is being further investigated. No leak was observed on 1 companion sample, therefore the reported condition was not verified on that sample. Five (5) actual devices were not received for evaluation; therefore, a device analysis could not be completed on those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.